Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, reprocessing was not completed due to occurrence of water leakage between ud angulation control knob and rl angulation control knob which may have led to remaining foreign material in the a/w nozzle. Therefore, it was confirmed that the device did not satisfy its specifications or function. No physical damage to the device was confirmed where the foreign material was detected. It was confirmed by the reports: 152p-2916, 152p-2865, 152p-3078 that performance of reprocessing on the device is secured by reprocessing in accordance with IFU. (Cleaning/disinfection/ sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to deformation of up/down / right/left knob, water tightness lost, due to deformation of angle shaft, up/down knob did not move smoothly, air/water-cylinder discolored, suction cylinder has discoloration, due to damage on angle rubber, insulation resistance value at distal end did not meet the standard value, distal cover deformed, adhesive on angel rubber detached, connecting tube cut, universal cord coating peeling, old design scope stoppers, and nozzle deformed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the colonovideoscope had deformed/collapsed nozzle. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.